Event description:
Out of box failure: blown 10 amp fuse. No pt involved, no injury resulted.

Manufacturer narrative:
Recall. The cause of the blown fuses has been found to be due to the motor. A safety alert has been sent to all customers and all units are being reworked in the field.